Event description:
A surgeon reported an unexpected outcome of induced astigmatism for a patient following an intraocular lens (iol) implant. In a follow up, the surgeon reported that the patient complained of distorted vision nasally. The lens was exchanged for a different lens model.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicted the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. A completed questionnaire was received on 03/28/2014. (B)(4).